Event description:
It was reported that in an emergency situation with a pediatric small cuffed tracheostomy cannula (the only cannula of this size available in the department) was tested prior to insertion and the cuff was inflated but could not be deflated. The cuff was deflated using a needle, and the cannula was then used to treat the patient. A delay in patient care was reported and during the patient¿s stay, the patient died. It was stated that the death was not related to the incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.